Event description:
It was reported that the pump touch screen was cracked and unreadable. There was no adverse impact to the customer¿s blood glucose level. Customer¿s blood glucose level was 110 mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged touch screen - unreadable issue was verified. Additionally, the alleged touch screen - cracked/shattered/scratched issue could not be verified, however, a different issue was identified.